Event description:
Patient reported via ultrasound "dimensionally constant solid lesion on the left like a small intramammary lymph node (fibroadenoma - 7mm diameter). Fluid lamella along the implant. Clear folding." Device has been explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease folding of implant: observed. Seroma-late: unable to confirm as it is a medical event not related to the device. Lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations:. Yellow particles on the surface of the shell.

Manufacturer narrative:
Codes: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported via ultrasound "dimensionally constant solid lesion on the left like a small intramammary lymph node (fibroadenoma - 7mm diameter). Fluid lamella along the implant. Clear folding." Device has been explanted and replaced with non-allergan device. This record relates to the left side.